Event description:
It was reported while in use on a patient, that a 980 ventilator generated a loud noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device. The se found that the ventilator had an occluded expiratory filter. The se replaced the filter and performed extended self-testing on the device, all tests passed